Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two inappropriate shocks due to sinus tachycardia that the wavelet feature failed to discriminate due to myopotential noise which was oversensed. The device remains in use. No further patient complications have been reported as a result of this event.